Manufacturer narrative:
(B)(4). (B)(6). The electric pen drive device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the motor had seized, jammed, and was heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the electric pen drive device was rotating only when connected to the cable before connecting to the hand switch. It was further reported that the device did not work even if it was connected to the hand switch, and it was rotating slowly after being disconnected from everything and restarted. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.